Event description:
The facility reported a pump that completely shut down on its own in the emergency room. This problem occurred prior to use. There was no patient injury or medical intervention necessary per the hospital representative. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.